Manufacturer narrative:
H3: analysis of recharger; model #: 97755; s/n:(B)(6) reveled: no device found message record the two values: - the highest number (00) - the low number (00). Got hot after running it at donut end. The arrow is rubbing off which does not impact the functionality of the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from patient regarding an external device. The patient reported their recharger was heating up and that the cord where it connects to the paddle had exposed wires. Agent sent a request to repair to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6):UDI#: (B)(4) brand name intellis; product ID 97716 (serial: (B)(6)); implant date : (B)(6) 2021 brand name intellis; product ID 97716 (serial: (B)(6)); implant date : (B)(6) 2022 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.